Event description:
Left antecubital area noted to be infiltrated. As nurse was removing catheter from affected area, it was noted that the white cannula remained in the pt's blood vessel. A surgical consult was obtained, and a cut down was performed at the bedside. The cannula was successfully retrieved. The pt received 2 sutures.